Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Two plastic trials were also chipped during the operation.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon augment trial was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned in used condition. The triathlon insert trial is fractured from corner of anterior side, fractured pieces also returned. Examination of the returned device with material analysis engineer indicated the fracture is consistent with overload condition. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated "there are no serial x-rays confirming a loose femoral component which required osteotomes for removal at revision surgery and no mention of broken trials in the operative report. There is no examination of the broken trials or indication if they broke when forceably impacted into the tibial tray. There is no evidence that factors of faulty component or component trial design, manufacturing or materials were responsible for this clinical situation." Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the reported event occurred as a result of overload conditions during trialing. Examination of the returned device with material analysis engineer indicated the fracture is consistent with overload condition. The investigation concluded the reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product.

Event description:
Two plastic trials were also chipped during the operation.